Event description:
It was reported that during priming, one unit of prismaflex m150 set c had an external fluid leakage at the connection between the filter and the back plate. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The actual sample was not available; however, a photograph and video of the sample were provided for evaluation. The visual inspection of the provided pictures showed that the dialysate port was cracked. The reported condition was verified. The observed damage is typical of mechanical shock applied on the product leading to its breakage during shipping. The exact location where the shock occurred could not be identify. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.